Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/01/2014 with the following findings: a review of the black box showed data from (B)(6) 2014. The data from the time of the alleged incident was unavailable for review due to continued pump use. A review of the current pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the reporter contacted animas alleging that his blood glucose (bg) levels started to rise five days prior. The patient stated that his pump was replaced on (B)(6) 2013 and he is now on his replacement pump, but bgs have not resolved. The patient was unable to provide details or troubleshoot at the time of the initial call. There were no reported bg values or signs or symptoms of hyperglycemia. Customer technical support made attempts to follow up with the patient for additional information and troubleshooting, without success. The reporter bg excursions do not meet criteria for a serious injury. This complaint is being reported based on the implied allegation that the pump may not have been delivering as expected.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.